Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and obtryx were implanted and on (B)(6) 2009, tutoplast was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent enterocele repair using dermis by codoplast and removal of vaginal foreign body times two on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat grade 3 cystocele and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided.